Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient in (B)(6) was started on duodopa treatment in (B)(6) 2016. On an unspecified date the patient underwent placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed pneumoperitoneum. The patient had pain for 7 days.